Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal exact spine sealant system 5ml us box of 5 (206520) was returned for evaluation: device history record (DHR) review - at the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Failure analysis - investigation showed that the sample returned included 1 borate syringe with its white cap, 1 phosphate syringe, 2 spray tips, 2 holders and 1 vial. The spray tips and holders were visually inspected; there were no signs of usage nor damages. However, they all had traces of blue solution. The borate syringe was received with its loose white cap, it was fully depressed without solution inside, and no damages were observed in the barrel nor in the tip. The blue syringe was observed to be fully depressed and empty; there were no damages observed in the barrel nor in the tip. Dry traces of blue solution were detected around the tip. Vial was observed with the adapter fully depressed; traces of blue solution were observed on top of the vial adapter and inside of the vial. The blue solution inside still seemed to be fluid. Per the sample evaluation, hydrogel was not obtained as reported in the complaint, since the traces of blue solution inside of the vial were observed to be still fluid. Therefore, the failure mode is confirmed. Root cause - product received was tested and the failure reported was confirmed; however the root cause is undetermined. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis; therefore, no enhancements or improvements were generated for the reported condition. The complaint will be closed as could not be reliably determined.; however, should new information become available, the complaint will be re-opened and the investigation summary will be amended as appropriate.

Event description:
An authorized distributor reported that during spine tumor surgery, duraseal exact spine sealant system 5ml (206520) could not turn into hydrogel formation while in contact with the patient. There was no patient injury or surgical delay. User facility: (B)(6) hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.